Event description:
The peritoneal dialysis (pd) stated her fluid was cloudy and was experiencing cramps while on the newton cycler. The patient's medical records were received. The patient was treated with intra-peritoneal antibiotics and her pd catheter extension was changed. The patient experienced re-occurring peritonitis.

Manufacturer narrative:
A clinical investigation was performed. The clinical investigation concluded that the patient had an a/v fistula to receive hemodialysis. Peritonitis is a known complication of pd, caused by poor aseptic technique or a break in the sterile field. There is no documentation in the medical record that indicates a causal relationship between the liberty cycler and the diagnosis of bacterial peritonitis. The device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process.